Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity c calcium result for a 65 year old male patient. The following data was provided (customer provided normal range is 8.3 to 10.3 mg/dl): initial result = 21.1 mg/dl, repeat on another alinity = 9.4 mg/dl historical result = 8.6 mg/dl no impact to patient management was reported.